Manufacturer narrative:
Examination of the submitted pfc calibrated pat cut gde could not confirm the reported event. The saw captures both seated down, although a surgical environment could not be replicated. Based on no product failure identified, no corrective action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The saw capture on the patella resction clamp would not seat back down after use.